Event description:
It was reported by a customer in the USA that the ht70 ventilator touch screen intermittently showed lines and the parameters were unreadable. The screen was always lit without visible numbers. There was no patient involvement.

Manufacturer narrative:
The device was received and decontaminated. However, it has not yet been evaluated or repaired. Covidien reference # (B)(4).